Event description:
Too much to type. I have all the medical paperwork from the time all this started. Too many to list due to breast implant illness and possible alcl, generalized lymphadenopathy (neck, axillary, groin, chest, back of head- occipital), fevers, chills, night sweats, swelling, lumps in breast near implant, chronic generalized pain, hair loss, weight loss without trying, no appetite, rhabdomyolysis, esophageal stricture 2x, chest pain, difficulty breathing, ptsd, anxiety, depression, myalgia, etc. Reference report: mw5147078.